Manufacturer narrative:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), found that the doppler retractor will not retract on the cardiosave intra-aortic balloon pump (iabp). The getinge field service engineer (fse) that found the doppler tether was unable to retract, replaced the tether assembly (0997-00-0596). This did not affect the operation of the pump or the doppler. No patient involved. No logs retrieved. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) discovered that the doppler retractor will not retract on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Event description:
N/a.